Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1icd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post a device change-out procedure, the right ventricular (rv) lead exhibited varying and high rv coil and superior vena cava (svc) coil defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.